Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MFR: 2134265-2018-04056. It was reported that a perforation occurred which lead to a pericardial effusion with tamponade a left atrial appendage (laa) closure procedure was being performed. The watchman® access system (was) was positioned in the laa and a 27mm watchman ® laa closure device & delivery system (wds) was advanced. During the initial deployment of the closure device, the feet were pushed forward causing a perforation which lead to a pericardial effusion with cardiac tamponade. The closure device was successfully implanted and remained in place. A pericardiocentesis was performed and then they were taken to surgery where they did a small window procedure to fix the leak around the heart. No further patient complications were reported and that patient¿s status is stable.